Event description:
It was reported that the customer passed away. Reportedly, the customer experienced diabetic ketoacidosis prior to death; however, cause of death had not yet been determined at the time of the report. Although requested, pump data is not currently available for review at the time of this report. If made available, a pump data review will be performed and a follow up report will be submitted accordingly.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.